Manufacturer narrative:
(B)(4). Additional information received indicates the patient is deceased. It was also reported that "blood pressure lowering medication was given, new catheter had to be placed." The physician has stated that the device did not contribute to the patient death. The customer returned one arterial catheter. Signs of use were observed on the returned catheter. Visual inspection of the catheter did not reveal any defects or anomalies. The total length of the catheter body measured 83mm, which is within the specifications of 82-86mm per catheter graphic. The outer diameter of the catheter body measured 1.05mm, which is within the specifications of 1.04-1.09mm per catheter graphic. The inner diameter of the catheter tip measured 0.5842 mm, which is within the specifications of the 0.58 mm minimum value per catheter graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "thread tip of catheter over guidewire." A lab inventory guide wire was threaded completely through the catheter with no resistance. The catheter was tested for liquid leakage per amrq-000025 rev.08 (bs en iso 10555-1 annex c) which states that no liquid leakage should form in one or more falling drops of water when tested at 300-320kpa for 30 seconds. The extension line was attached to the leak tester, the distal tip of the catheter was occluded, and the leak tester was turned to 320 kpa for 30 seconds. No leaks were found anywhere on the catheter body or extension line. The catheter was flushed with a lab inventory syringe and no blocks or leaks were detected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities." The customer report of a faulty arterial catheter was not able to be confirmed by complaint investigation of the returned sample. The returned catheter passed all relevant dimensional and functional testing including leak testing performed per bs en iso 10555-1. A device history record review was performed based on a potential lot identified from a sales history review with no relevant findings to suggest a manufacturing related issue. Based on these circumstances, no issues were found on the returned arterial catheter. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "readings are incorrect after approximately 2 days, skidding curve appears. High variation of system pressure readings vs nip measurements (variation >50-80 mmhg). Zero adjustment 1x per shift, correct fixation of catheter; correct positioning of pressure transducer; exchange of pressure transducer; error cannot be corrected, new arterial catheter must be placed."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "readings are incorrect after approximately 2 days, skidding curve appears. High variation of system pressure readings vs nip measurements (variation >50-80 mmhg). Zero adjustment 1x per shift, correct fixation of catheter; correct positioning of pressure transducer; exchange of pressure transducer; error cannot be corrected, new arterial catheter must be placed." No further patient details were available at the time of this report.